Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device and a visual inspection. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain #6) alarm was identified in the log. The alarm occurred on (B)(6) 2015 09:39:40. No further information was available.